Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and charring on the tip of the catheter, at the second electrode, was noted. No errors were presented. The physician saw no other problems on the product. There were no issues related to temperature. The temperature cut off is set on 55 degrees and qmode+ was used. Activated clotting time (act) was over 300. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considered the amount of char as an increased risk to the patient. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed on the dome. A temperature and impedance test were performed, and no issues were observed. Then, an irrigation test was performed, and the device was found totally occluded. A microscopic inspection to the dome was performed and the irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess of heat could have been generated at the dome surface, which could cause an increase of the temperature and the presence of char, thrombus or clot residues in this area. Afterwards, a wire was introduced to the luer hub, and the wire got stuck inside the shaft. Finally, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material, presumably blood. A manufacturing record evaluation was performed for the finished device number lot 31313618l and no internal action related to the complaint was found during the review. The char / thrombus issue reported by the customer was confirmed. The potential cause of the occlusion cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2025, the product investigation was updated as follows: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed on the dome. A temperature and impedance test were performed, and no issues were observed. Then, an irrigation test was performed, and the device was found totally occluded. A microscopic inspection to the dome was performed and the irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess of heat could be generated at the dome surface, which could cause an increase of the temperature and the presence of char, thrombus or clot residues in this area. Afterwards, a wire was introduced to the luer hub, and the wire got stuck inside the shaft. Finally, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material. Presumably blood. A manufacturing record evaluation was performed for the finished device number lot 31313618l, and no internal action related to the complaint was found during the review. The char / thrombus issue reported by the customer was confirmed. The potential cause of the occlusion cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Corrections to h 6. Investigation findings: the code of ¿problem due to thrombosis activation (c010604)¿ has been removed corrections to h 6. Investigation conclusions: the code of cause traced to manufacturing (d03) has been removed and cause not established (d15) has been added if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and charring on the tip of the catheter, at the second electrode, was noted. No errors were presented. The physician saw no other problems on the product. There were no issues related to temperature. The temperature cut off is set on 55 degrees and qmode+ was used. Activated clotting time (act) was over 300. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considered the amount of char as an increased risk to the patient. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).